Manufacturer narrative:
Device received with a critical pump error (open book error) and a broken force sensor was detected during seating or regular delivery error alarm found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error. The customers blood glucose was 129 mg/dl at the time. The customer said after she went swimming, she took the battery out and saw the message ¿critical pump error¿ along with error 35. Troubleshooting was not performed and the customer did not seek any form of treatment. The customer was advised that they would be receiving a replacement pump and to use a backup plan per healthcare professional's recommendation. Customer was advised to return the broken pump in storage mode for analysis.